Event description:
It was reported that the entire system associated with this implantable pacemaker presented with an infection. Device was explanted and a new lead was successfully implanted for semi perm implant. No additional adverse patient effects were reported.